Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 242 mg/dl. Reportedly, customer met with a nurse to discuss alternate infusion set options. Customer reverted to manual injections for alternate insulin therapy.